Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. Numbers does not ramp up on its own or scroll bar moving without input. The insulin pump was monitored and no unexpected erasing of information anomaly was noted during our testing. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the settings on the insulin pump were erased when the battery was changed. It was also found the insulin pump was scrolling. The customer's blood glucose was 300 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.